Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735559, serial/lot #: (B)(4), ubd: 26-may-2023. The tubing was returned for product analysis. The representative was able to replicate the leak at the distal end of the pump tubing section. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the tubing had a leak. This was a two fiber case so the tubing from the other kit was used. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.